Event description:
It was reported to boston scientific corporation that a polaris ultra ureteral stent was used during a ureteroscopic lithotripsy procedure, performed on (B)(6) 2021. During preparation, it was noticed that the stent was broken. Another polaris ultra ureteral stent was opened and successfully completed the procedure. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
Medical device problem code a0401 captures the reportable event of stent shaft broken. The device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Block h6: medical device problem code a0401 captures the reportable event of stent shaft broken. Block h10: the returned polaris ultra ureteral stent was analyzed, and a visual evaluation noted that the bladder pigtail was torn. The suture string, the positioner and the stabilizer did not return with the device. No other issues with the device were noted. The reported event was not confirmed. According to the product analysis, it is possible that operational factors, such as interacting of the device with the suture string or other devices involved during procedure could have caused this failure. Consequently, affect the performance of the device. Therefore, adverse event related to procedure is selected as the most probable root cause for the complaint. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a polaris ultra ureteral stent was used during a ureteroscopic lithotripsy procedure, performed on (B)(6) 2021. During preparation, it was noticed that the stent was broken. Another polaris ultra ureteral stent was opened and successfully completed the procedure. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.